Manufacturer narrative:
RMA issued. Replacement 5.5/6.0 solera driver shipped to site 08/19/2014. Medtronic investigation of returned suspect 5.5/6.0 solera driver finds that, as reported, the tip of the instrument has been broken off. Physical damage - pieces broken - directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site 5.5/6.0 mast driver was damaged. The tip of the driver broke off in the screw head. The surgeon was not using power at this time. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.